Event description:
It was reported by service report the power cord was found to be burned/melted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.